Event description:
It was reported that the customer received a failed self-test alarm during basal delivery. The customer's blood glucose was 18.5 mmol/l. The customer stated that they received the alarm twice. Advised customer to deliver a 1 unit bolus, and the customer stated that the bolus was recorded in the history of the insulin pump. The customer also was unable to upload onto carelink. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and no alarms were noted. The insulin pump passed displacement test and self-tests. The insulin pump downloaded properly. However, the insulin pump had multiple displayable history crc check failed on startup alarms noted in alarm history screen due to corrupted history file. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.